Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted tibial insert confirmed anticipated polyethylene wear for a polyethylene knee device implanted for 17-1/2 years. The investigation did find evidence suggesting preferential loading of the femoral component onto the anterior aspect of the insert. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. In addition, the product code is a discontinued item. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address osteolysis, poly wear of the tibial insert, and loosening of the tibial tray.